Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the first implant was replaced due to normal battery depletion. At the time of the implantable neurostimulator (ins) replacement, the lead was also replaced, but the patient was not aware of it. The patient's indication for use was gastrointestinal/pelvic floor. No information regarding the reason for lead explant provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be submitted.

Manufacturer narrative:
Upon further review, it was identified that the wrong lead was previously reported.